Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes on three different days: day 1: 24 mg/dl and 94 mg/dl, day 2: 11 mg/dl and 68 mg/dl, day 3: 23 mg/dl and 85 mg/dl. The lot number of the test drum was not provided by the customer. The customer is unsure whether the same test drum / lot number was used for all three comparisons. No adverse event reported. The test drum(s) was (were) discarded; therefore, no product could be requested to be returned for product evaluation.